Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that he got lost sensor and used another sensor and got lost sensor again. Troubleshooting was done. It was found in the alarm history that the insulin pump alarmed low reservoir and no delivery. During the troubleshooting, assisted the customer to ran test plug procedure and transmitter did not establish communication with the insulin pump. Customer stated that meter was unable to send blood glucose to the insulin pump. Customer's blood glucose was 75 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).